Event description:
The pt was reportedly experiencing facial nerve stimulation. External equipment was exchanged and programming adjustments were made, however it did not resolve the issue. Testing revealed that the device was not functioning within specification. Revision surgery is being considered.